Event description:
(B)(4). Pain and a lot of it. Felt something rip inside me when I lifted a can at work. From then on was plagued with constant sciatica. Device was provided by my insurance in (B)(6) 2013. First 2 years were ok. Then in 2016 hair started to fall out in clumps, unexplained rash, auto immune diseases came out of no where. My teeth rotted out of my mouth. Constantly sick, chronic fatigue.